Event description:
It was reported that leakage was found from the extension line of the distal lumen near the hub, some time after placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found from the extension line of the distal lumen near the hub, some time after placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed a small hole on the distal extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel , scissors, etc.). The hole on the distal extension line measured 13mm from the distal luer hub. The distal line outer diameter measured 2.17mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4487mm , which is within the specification limits of 1.420mm-1.500mm per the distal extension line outer diameter product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal line, water was observed leaking from the small hole. No leaks or blockages were observed on the proximal or medial lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that all extension lines were secure within the juncture hub and respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a small hole on the distal extension line. The edges of the hole are smooth and uniform and appeared consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that leakage was found from the extension line of the distal lumen near the hub, some time after placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
Qn# (B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**